Manufacturer narrative:
Visual inspection of the returned inner shaft confirmed that the distal threaded tip had fractured and separated from the instrument. The detached section which remains implanted within the c5 screw is approximately .125" in-length. In addition to the inner shaft, there was also a total of three separate hexalobe screw removal tools used in conjunction which also broke during the case. It is unknown which outer shaft fragment also remains within the screw. 713-0001, lot 812100r1 mfg'd oct-2019, 71731-01, lot 6630201 mfg'd nov-2017, 71731-01, lot 8063701 mfg'd may-2012. All the remaining distal tips of all three screw removal tools appear to have been bent/twisted in a clockwise direction which is associated with tightening. These instrument are intended to be used for screw removal. Additionally, the detached sections of all the instruments utilized in the case are manufactured out of 465ss (stainless steel) and certified to astm a564-13.

Event description:
During an acdf case of the c4-c7, the surgeon was inserting screws using the screw remover tool and the distal tips fractured and broke. The tips of both the outer and inner shafts remain within the screw head positioned within the right c5 vertebrae.